Event description:
It was reported that an intraocular lens (iol) was explanted from the left eye of a patient in a secondary procedure. It was stated that the lens was explanted due to lens intolerance. There was no incision enlargement and no patient complications were reported. Additional information was received stating that the patient was myopic post operatively. In addition, the patient reported having trouble at the one week post-op visit; however, she tried to adapt to the lens but was not able to. The lens has been discarded by the customer. No further information has been provided.

Manufacturer narrative:
(B)(4). Based on the manufacturing record review, all process operations presented in the manufacturing record from generation to boxing were in compliance. All test results showed a pass condition. No quantity discrepancy was found. No deviations or non-conformances (ncr) were generated during manufacturing. The lens diopter result obtained from the miq (measurement iol quality) electronic system of the test performed when this lens was manufactured, shows that lens serial number corresponded to the correct diopter measurement. No deviation was reported. A review of the raw material/manufacturing procedures was done and did not show any change in manufacturing method, inspections or specifications that were related to the complaint. All pertinent information available to abbott medical optics has been submitted. Placeholder.